Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor during the fill tubing process. The customer also indicated that the drive support cap is sticking out. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.